Event description:
During a training session, the company representative observed that the iabp stopped pumping. No patient was involved.

Manufacturer narrative:
The company representative found alarms for leak in iabp circuit. Replaced the wet inline filter ((B)(4)) and performed drying procedure for system. Performed all leak tests and verified system is tight. It functioned normally and was returned to the customer. (B)(4).